Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso (B)(4)   and eo residual levels in compliance with iso (B)(4) . Each lot  is confirmed to meet requirements for non-pyrogenicty per iso (B)(4) and sterility per iso(B)(4) prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device for longer than 48 hours. The patient reportedly experienced sickness and pain in the head along with blood glucose levels of 3.2 mmol/l (57.6 mg/dl). When the pod was removed, pus was coming out of the infusion site. The patient was taken to the hospital and was told to removed the pod and follow up if the site get worse. The patient was discharged after 30 minutes. The patient visited the emergency room a second time due to the infection not clearing up. The patient was prescribed flucloxacillin (to be taken 4 times a day for 10 days).